Manufacturer narrative:
(B)(4). (B)(4). A visual inspection of the incident device revealed no damage to the shaft or the visible jaw wires. The jaws of the instrument opened and closed without incident. The electrode jaw gap was measured and found to be within specification. The device was tested on simulated tissue for proper activation and no issues were noted. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.

Event description:
The customer reported that during a hysterectomy, an inch-long burn was found on the pt's labia at the point where the shaft of the device had been. The burn was described as second degree and was treated with silvadene. The patient was said to be fine.